Manufacturer narrative:
Diopter: +22.00, silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide®) device evaluated by manufacturer? No - lens not returned. (B)(4).

Event description:
The reporter indicated the surgeon inserted an aq2010v +22.00 diopter three piece silicone lens. The lens was torn during loading. Once the lens was inserted into the eye, noticed the lens was damaged. Thinks the haptic was torn. The incision was not enlarged, one suture used to close the wound. No patient injury. Cause of this incident was due to loading error by the surgical tech.